Event description:
Pt reported when pressing the ok button on the infusion device, the device makes abnormal noises. Preliminary evaluation of the infusion device finds the check button on the device does not respond. There are particles of plastic inside of the housing of the check button and the particles temporary isolate the area of contact inside of the button housing. No further information si available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.